Event description:
During routine follow-up, when the ICD was interrogated a device parameter error message appeared. In addition, the ICD appeared to be programmed to afo (all functions off). The physician was informed that the device appears to be afo when there is incomplete or partial programming. A ram map was faxed to technical services. After reviewing the ram map, everything appeared normal. The faxed ram map was compared to the programmed values to verify there was no corruption. The nurse was instructed to fax in the programmed parameter summary page and she was informed that she would be contacted by sjm the next day. The physician scheduled induction testing to ensure the ICD was working properly. Sjm was informed that the pt works in a casino. As this could have been the source of the parameter error, a field visit was scheduled to test for possible interference and no interference was detected. When further attempts to identify the cause of the ram map error failed, the physician elected to replace the ICD.